Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient experienced a replacement surgery (B)(6) 2023. The ipg taking very long to charge and the patient requested a non-rechargeable generator. The patient has effective therapy with new generator.